Event description:
The patient presented with thrombosis occluding the left internal carotid artery c2-3 segments to the left middle cerebral artery (mca). The patient underwent unsuccessful mechanical thrombolysis of the left internal carotid artery (ica). Two stents were successfully placed in the distal ica and follow up angiogram showed the blood flow was restored. Unsuccessful attempts to access the occluded left mca were performed. Final angiogram showed that the left mca m1 segment was still occluded with some filling of the left anterior communicating artery (aca). No immediate complications were noted immediately post procedure. It was reported that a day after procedure, the patient was observed to be lethargic. A CT scan showed a new left intraparenchymal hemorrhage in the basal ganglia territory. The patient¿s condition deteriorated and a CT scan revealed increased mass effect with midline shift compression with cerebral edema. The patient was treated with unknown dose of mannitol, emergent decompressive craniotomy and was mechanically ventilated. Approximately 24 days post procedure, the patient was discharged to rehabilitation in a stable condition. A CT scan prior to discharge showed improvement and decrease hemorrhage and mass effect.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Hemorrhage and patient complications are known risks associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device was implanted.

Event description:
The patient presented with thrombosis occluding the left internal carotid artery c2-3 segments to the left middle cerebral artery (mca). The patient underwent unsuccessful mechanical thrombolysis of the left internal carotid artery (ica). Two stents were successfully placed in the distal ica and follow up angiogram showed the blood flow was restored. Unsuccessful attempts to access the occluded left mca were performed. Final angiogram showed that the left mca m1 segment was still occluded with some filling of the left anterior communicating artery (aca). No immediate complications were noted immediately post procedure. It was reported that a day after procedure, the patient was observed to be lethargic. A CT scan showed a new left intraparenchymal hemorrhage in the basal ganglia territory. The patient¿s condition deteriorated and a CT scan revealed increased mass effect with midline shift compression with cerebral edema. The patient was treated with unknown dose of mannitol, emergent decompressive craniotomy and was mechanically ventilated. Approximately 24 days post procedure, the patient was discharged to rehabilitation in a stable condition. A CT scan prior to discharge showed improvement and decrease hemorrhage and mass effect.